Manufacturer narrative:
The used manifold has been returned for eval. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by angiodynamic's customer in (B)(6), on behalf of an end-user hospital, compensator (blood pressure monitoring transducer) manifold was sucking air and leaking, when primed. No air injection, or pt complications were reported. The used device has been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material assembly and performance specifications. The august 2015 angiodynamics complaint report was reviewed for the perceptor dts and manifolds product family for the failure mode, "air bubbles noted." No adverse trends were identified. Examination of the returned device sample determined that the root cause of the reported air in the system was caused by a broken o-ring in the rotating adaptor assembly on the manifold the broken o-ring is a result of the o-ring being placed at an angle inside the manifold body stem cup. Correct orientation of the o-ring in the stem cup is horizontal, lying flat in the bottom of the stem cup. With the o-ring tilted, it allowed the o-ring to be broken by the rotating adaptor (ra) component as it was assembled onto the stem cup and swaged. When the ra is then placed onto the stem cup with a tilted o-ring a portion of the o-ring may be forced into the lumen below the stem cup or the o-ring may be cut. The root cause of the o-ring being placed in the stem cup at an angle was a result of operator error. The o-ring is manually placed using a stylus tool. The ra swaging machine was inspected and found to be functioning correctly. Based on the investigation actions performed and the very low frequency of this failure mode, this event is deemed to be an isolated occurrence of operator error. All employees involved with the production of the reported manifold body have been retrained on the applicable assembly and inspection procedures.